Event description:
It was reported that, an 840 ventilator had an erratic top display. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the graphical user interface (gui) printed circuit board (pcb), also the operational software was upgraded to the current revision. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was conducted and no anomalies were observed. The gui pcb was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.